Event description:
It was reported that the remote transmission showed there was atrial lead warning and polarity switch. It was noted that this occurred on the same day as an in-office interrogation. It was further noted there was oversensing attributed to the lead being programmed unipolar. The lead was determined to be functioning normally and the polarity was changed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.